Manufacturer narrative:
Info was not provided during initial report. Add'l info has been requested. Device is not an implant. Manufacture date cannot be determined w/o a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During orif of left naso orbital ethmoid fracture, the tip of the drill bit broke off in the facial bone. Drill tip was 6 - 8mm in length and 0.7mm diameter and reportedly the portion that was retained in the orbital rim was approx 4 - 6mm. The surgeon elected not to retrieve the retained drill bit as it would involved normal bone. A new screw hole was drilled and screw placed.